Manufacturer narrative:
(B)(6). The device was received and is in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice had an unspecified accuracy issue. The nurse stated that the numbers did not match and demanded a swap. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A visual inspection was performed and found no issues. A power on self test and one hour simulated therapy were performed with no issues. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.